Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer indicated via phone call that her child is in the hospital with high blood glucose of 600 mg/dl. At the time of the call, the customer had blood glucose of 247 mg/dl. Troubleshooting found that the drive support cap and settings were normal. Customer declined the high pressure test. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to call back when the tubing clamp is received to further troubleshoot.